Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: 490102 new optimum tubing air in line, air sensor section kinked. Can you please clarify the event being reported? Did the air-in-line alarm sound? Were air bubbles observed in the tubing? Yes, the air in line alarm went off on the pump and there were tiny air bubbles. The nurse noted that the air sensor part of the tubing was very kinked and that is why the cir was submitted. The lot number of the tubing is not available. Unfortunately, the packaging had already been thrown away. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.